Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® single lumen over-the-wire power-injectable PICC became blocked a day after placement. The line was pulled back 1 cm and flushed successfully. Hours later, the line became blocked again and was unsuccessfully flushed. The PICC was removed and replaced the following day with a new device. As reported, the replacement procedure was difficult due to challenging vein access, which left the patient with multiple bruises. The original line was visually inspected and found to have two kinks, one at 9.5 cm and one at 12 cm.

Manufacturer narrative:
Device available for eval: yes; product received on: 06/19/2018. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications,trends and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. Clinical assessment: a kink in the PICC line could potentially result in PICC line replacement (as in this case) causing major harm. At this time, clinical assessment cannot eliminate any possible causes for this event such as product handling, device maintenance, user technique, device maintenance, medical procedure, device failure, or manufacturing related causes. One device was returned for investigation. The catheter was checked and no kinks were noted, only a very slight indentation found. A wire guide passed through the catheter and through the manifold easily. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instruction for use (IFU) which notes: catheter tip position should be monitored by x-ray on a routine basis. Periodic lateral view x-ray is suggested to assess tip location in relation to vessel wall. Tip position should appear to be parallel to vessel wall. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.